Manufacturer narrative:
Result: auxiliary power cord plug missing its ground prong.

Event description:
It was reported by service report that the footboard controls was not functioning, and the auxiliary power cord plug was missing the ground prong. It is unknown if there was patient involvement or adverse consequences to report.